Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller pricked her finger when removing the drum from the device. No adverse event reported. Requested return of suspect device and replacement was sent.